Manufacturer narrative:
As reported, when removing the phasix st w/ echo 2 from its packaging, the echo 2 frame was detached from the mesh. The product was reportedly discarded and another mesh used to complete the procedure. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure when removing the phasix st w/ echo 2 from the packaging, the echo 2 frame was detached from the mesh. The product was discarded and a ventralight st mesh was used to complete the procedure. There was no patient harm or injury.